Event description:
It was reported that blood leaked out of a one-link needle-free IV connector. This occurred after drawing blood, while the nurse was disconnecting the syringe from the device. The reporter stated that the nurse was exposed to the blood and was admitted to the hospital for precautionary reasons. There was no patient injury or injury to the nurse reported in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no evaluation can be performed. Should additional relevant information become available, a supplemental report will be submitted.